Manufacturer narrative:
E1: title: manager, e1: department: supply, h3: device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that air leakage around the shiley cuff included in the blue rhino g2-multi percutaneous tracheostomy introducer set was identified following placement in an unknown patient. The tracheostomy tube was removed and replaced with a new device. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that on (B)(6) 2025, the tracheostomy tube supplied with a blue rhino g2-multi percutaneous tracheostomy introducer set leaked around the cuff. As a result, the tube was removed and replaced the same day with an extended length (xlt) tube. No other adverse events were reported. Reviews of the complaint history, device history record (DHR), and instructions for use (IFU) were conducted during the investigation. Cook received one used tracheostomy tube. Test inflation of the device did not identify any leakage. No damage was noted. Additionally, a document-based investigation evaluation was performed. Per the device master record (dmr), the shiley¿ flexible adult tracheostomy tube supplied in this set is purchased by cook from another manufacturer and placed in this super-set. Cook does not have any inspections for this component. The lot number for the blue rhino g2-multi percutaneous tracheostomy introducer set was not provided; however, the lot number for the tracheostomy tube was provided. A database search identified two final lots associated with the tracheostomy tube lot. There were no relevant discrepancies for final lots or subassembly lots. A complaint history search on the final lots found no additional complaints reported from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [c_t_ptisgi2_rev0] supplied with the device states the following in consideration of the reported failure mode: instructions for use: patient preparation - 1. Following the tracheostomy tube manufacturer¿s instructions, test the balloon cuff and inflation system. 6. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator. Ensure that the tracheostomy tube¿s tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly. Tracheostomy procedure: 20. Inflate the tracheostomy tube balloon cuff. Connect the tracheostomy tube to the ventilator. Confirm position of the tracheostomy tube via standard methods (e.g., capnography, breath sounds, etc.). 21. Deflate and remove the endotracheal tube. Based on the available information, no product returned, and the results of the investigation, improper sizing of the tracheostomy tube contributed to this incident. As reported, the complaint tracheostomy tube was replaced with an extended length (xlt) tube. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.